Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a visit to the emergency room on (B)(6) 2020 due to high blood glucose levels of 400 mg/dl. The customer was treated with insulin drips. They reported that the high blood glucose values were because of no delivery alarms off and on in that week. Troubleshooting was performed and they mentioned that the insulin exited at fill tubing. The insulin pump will not be returned for analysis.